Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the instrument and instrument data and determined that there was contamination of the instrument fluidics and substrate during the time of the event. The cse replaced the substrate bottle, substrate pump and tubing, sample probe and carbon dioxide scrubber. The cause of the discordant pgn and hcg results is unknown. The cse successfully ran qc. The system is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant progesterone (pgn) and human chorionic gonadotropin (hcg) results were obtained on multiple patient samples on an immulite 2000 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant pgn and hcg results.